Manufacturer narrative:
A patient¿s ipg reached end of life was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information in b5. Correction made in a field: patients date of birth. H6- codes corrected.

Event description:
It was reported that a manufacturer representative met with the patient to evaluate the ipg. Device was found to be in a functional state and only required reprogramming. Proper therapy was restored. Device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg is inoperable. Surgical intervention may be pending to address the issue.